Manufacturer narrative:
(B)(4).

Event description:
The physician stented the left main coronary artery and proceeded with attempting to use a resolute onyx (rx) drug eluting stent to treat the mid lad which was reported to exhibit moderate vessel tortuosity. The device was removed from its packaging as per IFU and prepped and inspected with no issues noted. Negative prep was also performed successfully. During delivery of the device, the operator decided to use a different stent size and as they attempted to pull the resolute onyx device out it got caught on a proximal stent which deformed the undeployed / unused stent. To avoid the unsecured stent floating in other area, the consultant deployed the stent and jailed it with another stent. Patient is reported to be alive with no injury. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.